Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is 71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: active fixation of a thin transvenous left-ventricular lead by a side helix facilitates targeted and stable placement in cardiac resynchronization therapy. Europace. 2016;18(8):1235-1240. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Six (6) patient deaths were referenced in the article, with no specific device serial number correlation. The article indicated that the four (4) deaths were due to multiple organ dysfunction syndrome (including decompensated heart failure), and one (1) death due to septicemia 332 days post-implant, and one (1) death from complications of femur amputation. There were also two (2) reports of lead dislodgements, with each lead being repositioned. Two (2) patients had their leads removed for pocket infection; these patients were treated with antibiotics and subsequently a new lead was "successfully" re-implanted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
There were three (3)leads where the helix could not be fixated to the vein wall and had dislodged when the catheter was retracted during the implant process. The article indicated that a stiffer passive fixation lead was needed and successfully implanted. There were case of reported phrenic nerve stimulation (pns) seen in one (1) patient. This lead was explanted and replaced with a quadripolar left ventricular (lv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that "none of the patient deaths were related to the leads" or "other part of the medtronic products that was implanted." The author also indicated "the lead (attain stability) and also the other medtronic products (pm/ICD/crt, other leads) that was used in our study had excellent performance. "